Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The main coil was returned for analysis and it was noted to have been kinked/bent and stretched, therefore, the main coil migration functional test is not required. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The available information indicates that the device was prepared as per the dfu, the device was confirmed to be in good condition during preparation/prior to use on the patient and continuous flush was set up and maintained throughout the clinical procedure. The returned coil was noted to have been kinked/bent and stretched. The reported event could not be confirmed; however, the analysis results are consistent with the reported event. Therefore, an assignable cause of procedural factors will be assigned to the reported 'main coil migration' and to the analyzed 'main coil stretched' and 'main coil kinked/bent', as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported the subject coil was used as the second coil for unruptured cerebral aneurysms. After detaching the subject coil then the delivery wire was removed. After that, when the microcatheter migrated from the embolized coil mass in the aneurysm, the subject coil was also migrated about a little over 0.1". Therefore, the snare was used to retrieve the subject coil. The physician speculates that the event was caused by detachment failure or reverse inflow of the distal end of the subject coil into the catheter after the subject coil was detached. No other information was provided.

Manufacturer narrative:
The subject device is unavailable to manufacturer.

Event description:
It was reported the subject coil was used as the second coil for unruptured cerebral aneurysms. After detaching the subject coil then the delivery wire was removed. After that, when the microcatheter migrated from the embolized coil mass in the aneurysm, the subject coil was also migrated about a little over 0.1". Therefore, the snare was used to retrieve the subject coil. The physician speculates that the event was caused by detachment failure or reverse inflow of the distal end of the subject coil into the catheter after the subject coil was detached. No other information was provided.